Event description:
It was reported that this pacemaker was explanted and replaced due to high impedances out of range on the right ventricular (rv) lead. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.